Event description:
It was reported that the patient had esophageal erosion after the cervical plate was implanted. No revision procedure is reported at this time.

Manufacturer narrative:
Neither device nor film of applicable imaging studies were returned to the manufacturer for evaluation. We are unable to determine the cause of the event.